Event description:
It was reported that a patient experienced a break in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The break in aseptic technique was further described as self-contamination. On that same day, the patient was hospitalized and treated with a one-time dose of 2 grams of vancomycin (route not reported) for peritonitis. The patient was retrained on aseptic technique and discharged from the hospital two days after admission. On an unknown date one month later, the patient recovered from the event of peritonitis. Dianeal therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.